Event description:
A customer contacted beckman coulter inc., (bec) and stated the coulter act 5diff al analyzer generated an erroneous high lymphocytes (ly) differential result. In addition, review of patient data showed a low neutrophil (ne) patient result. The sample was retested; obtained ly result was lower, ne result was higher and the repeated results were considered correct. The sample was not sent out to reference laboratory for verification. Erroneous results were not reported out of the laboratory and there was no death, injury or change to patient treatment associated with this event.

Manufacturer narrative:
Qc was performed before the event and results were within range. Qc was not done after the event. The instrument is currently performing within qc specifications. A field service engineer (fse) was dispatched on (B)(4) 2011. The fse was shown a differential histogram which appeared to show a clogged flow cell. The fse observed noticable micro bubbles in the flow cell that did not go away after rinsing the flow cell. The diff syringe was replaced and the bubbles observed earlier in the flow cell went away. Probe was realigned and the sample syringe was lubricated. Qc was performed and all results were within specifications. The root cause for erroneous results is attributed to diff syringe generating and sending micro bubbles to the flow cell, thereby interfering with differential analysis.